Event description:
A customer reported experiencing cartridge alarms 20 and 30 on the same day. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and it was noted that the issue did not occur during the load process and there had been no previous reports of similar alarms with this pump.